Event description:
Two mini version stents were implanted in the right proximal coronary. In less than 24 hours, the pt suffered an acute stent thrombosis and died. No additional information was available.